Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case. This MDR will be updated if additional information becomes available.

Event description:
A 56-year-old female with metastatic colorectal cancer received histotripsy treatment on (B)(6) 2025 targeting liver segment ii (two targets) and segment IV (one target) for a total planned treatment volume (ptv) of 48.8 cc. The patient was also receiving capecitabine and bevacizumab at the time of procedure. It is unknown what additional co-morbidities or prior therapies (systemic and/or liver-directed) were administered over the course of the patient's medical history. Approximately two hours post-procedure, the patient developed hypotension. Laboratory testing demonstrated a hemoglobin drop from 12.5 g/dl pre-operatively to 9.0 g/dl, and further down to 6.7 g/dl by four hours post-procedure. Computed tomography angiography (cta) revealed active extravasation from the left hepatic lobe with moderate hemoperitoneum. In response, interventional radiology performed hepatic angiography but reported no active arterial bleeding amenable to embolization was identified. As such, no embolization was performed. The patient was supported overnight with six units of packed red blood cells (prbcs), six units of fresh frozen plasma (ffp), and one unit of platelets. On (B)(6), repeat cta was performed due to the patient experiencing persistent tachycardia. Imaging showed increased hemoperitoneum but no evidence of ongoing bleeding. The patient received additional blood product transfusion. As of (B)(6), the patient remains hospitalized for ongoing respiratory complications. However, hemoglobin has remained stable. No other downstream clinical sequelae have been reported to date.